Manufacturer narrative:
No lot number was available; therefore, review of the device history record could not be conducted. All devices must meet quality requirements and manufacturing specifications prior to release. The instructions for use states "make sure mated luer-connectors are secure but do not over-tighten, especially when connections are wet".

Event description:
A report was received on 23 jun 2021 from a nurse stating a critical care patient with unspecified pathology had the bloodline connector of the nxstage cartridge break off inside their central venous catheter (cvc) during continuous renal replacement therapy on an unspecified date in 2017. The cvc required replacement. Although requested, no additional information was provided.